Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7 is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the soft splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. With regards to the device, the provider was provided a return label to return the device back to glidewell for evaluation.